Event description:
The pt was taken into surgery for device replacement. Upon opening, the doctor told the pt that they cold not proceed as there were "complications" with one of the leads. The lead moved or migrated, so it was now underneath his rib cage on the pt's right side. The pt was told that it was too complicated to attempt to revise and the doctor would not do the procedure. It was recommended that the pt see a neurosurgeon or thoracic surgeon to address the lead issue. The pt believed that the lead may have moved in 2007 when his leads were revised. The pt questioned it at the time, but the doctor dismissed it. In (B) (6), it was reported that the lead was placed under his ribs and this was where the lead was attached. It was also reported that they had cut part of the wire and it was "just sitting there". The pt was scheduled for another surgery. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).